Event description:
Pt pulled removable leg from wheelchair. Pt then hit another pt with the leg rest. Cut on top of head 5 cm long. The wheelchair was in good condition. The leg that was taken off of the wheelchair is removable. There seemed to be no defects in the chair or leg rest of the chair. Pt was transferred to a medical ctr. Pt was treated and released the same evening. Pt received multiple sutures to close 3 scalp lacerations.